Event description:
During a hernia repair, gauze particles came off the gauze as the surgeon unfolded the sponges.

Manufacturer narrative:
While performing a hernia repair, the surgeon saw gauze particles coming from the sponges as he unfolded them. No treatment was initiated as a result of the incident as the patient was already on routine antibiotics. No complications were noted post operatively. The sample was discarded by the facility and was not retained for evaluation. We have no trend for this issue with this component.